Manufacturer narrative:
Investigation summary: during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 0358336 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include physical attribute testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. They are tested for physical attributes prior to release to ensure that they conform to product specifications. All physical attribute testing performed on this batch was satisfactory per bd internal procedures. The complaint history was reviewed, and two other complaints have been taken on batch 0358336 for contamination. Retention samples from batch 0358336 were not available for inspection. Returns were received for investigation. Twenty-five plates from batch 0358336 were returned as loose plates in ziplock bags shipped in a box. Surface and subsurface bacterial colonies were observed in 25/25 returned plates (time stamps 2059-2102, 2104, 2107, 2111 and 2112). Returned plates with growth were submitted to the ID lab and hydrogenophaga flava and microbacterium phyllosphaerae were identified. No photos were received for investigation. This complaint can be confirmed. Bd will continue to trend complaints for contamination. Based on the low defect rate for this batch, no actions are planned at this time.

Event description:
It was reported that while using 43 bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) foreign matter was observed by the laboratory personnel. There was no report of patient impact.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using 43 bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) foreign matter was observed by the laboratory personnel. There was no report of patient impact.